Manufacturer narrative:
An internal investigation has been performed. Merge healthcare determined that there was a deficiency in the software and this confirmed the customer's allegation. Should a reference lab cancel a test in the middle of the hl7 result message, tests and accessions following the cancelation may not be processed as expected and there is the potential that results may not appear in merge lis. It has been determined that modifications to the software should occur to mitigate this issue and to ensure that all reference lab results are received. It should be noted that lis users have tools available to identify patient's with pending results. Among those tools are the pending report described in merge lis v. 4.1.4 user manual, chapter 10 management report, pending report, which lists all of the patients with laboratory work still pending completion. Also review of the worklist will indicate if patient results have been transmitted to the reference lab. Once all results have been received they are cleared from the worklist screen. If the customer identifies that a lab test has not been received, the customer can contact the reference lab and have the reference lab send the results to the required recipients without the use of the lis. Additionally, most reference labs offer patient/provider portals in which the provider can view/retrieve patient results. This issue of reference lab results not appearing in merge lis following a canceled test was identified in merge lis software versions 4.1.5 (released april 29, 2016) and 4.1.5 patch 1 (released june 29, 2016). Modifications to the software will be made to correct this issue in the next released version of merge lis.

Event description:
Merge lis is intended to be used for receiving, viewing, communicating and storing results from laboratory modalities. Lis functionality includes, recording, annotating, creating/printing labels, calculations, patient medication/interaction information, monitoring, reporting and trending of patient lab results. On (B)(6) 2016 the customer reported a number of reference lab results that did not transmit to merge lis. Merge healthcare identified that completed reference lab test results were not being processed by merge lis for tests following a canceled test by the reference lab, on the patient accessions. To resolve the customer's issue, merge healthcare provided an edited file for the reference lab interface to retransmit the results to the lis. With merge lis not receiving reference lab results as expected, there is a potential for a delay in treatment or diagnosis which could lead to harm; however, there is no indication that the issue, reported by the customer, resulted in a death or serious injury. Reference complaint number (B)(4).

Manufacturer narrative:
Merge healthcare corrected a software deficiency in which a test canceled locally by the reference lab was preventing other results following the canceled test from transmitting to the lis due to its sequence. Issue was resolved in merge lis software version 4.1.6 released november 22, 2016. Merge lis v. 4.1.6 release notes documents that this issue is resolved under release 4.1.6, resolved issues section, ID: (B)(4). Merge lis users have tools available to identify patient's with pending results. Among those tools are the pending report described in merge lis v. 4.1.4 user manual, chapter 10 management report, pending report, which lists accessions with incomplete or pending laboratory results. A trained user can also review the worklist to make sure everything sent to the reference lab has been received. If the customer identifies that a lab test has not been received, the customer can contact the reference lab and have the reference lab send the results to the required recipients without the use of the lis. Customer was upgraded to lis v. 4.1.6 on (B)(6) 2016. Revised information contained in this supplement report includes the following: updated manufacturer contact name, updated office contact name, date new information received by manufacturer (corrected software release date). Indication that this is follow-up report 001, indication the reportable event is malfunction, indication that the follow-up type is additional information, indication that additional manufacturer information is contained in this follow-up report.